Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was placed on (B)(6) 2014. On (B)(6) 2014, "micro bubbles" were noticed on the catheter during dialysis treatment. Customer states there might be a crack on the catheter. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.